Event description:
The customer received a blood glucose reading of 44mg/dl on the contour next link, re-tested on a different meter and the reading was 158mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer has no strips left. Strip information was not provided. A new meter was sent to her.